Event description:
It was reported that a 74-year-old male patient (72kg) underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered 3rd degree heart block requiring a pacemaker implantation and prolonged hospitalization. After ablation with 30w for near his at, av block occurred. The event occurred after approximately one hour after using the catheter. The av block was not resolved, and the procedure was over. At the time of left from the catheter room, the patient was left from the room with no decrease in blood pressure and feeling unwell, etc. (Hr 50 bpm level). The physician's opinions on the relationship between the event and the product. It was approximately 10 mm away from the place where his bundle was observed, and no his electrical signal was observed even on the electrical signal of the ablation catheter, so the effect of the system was unlikely. The physician commented that the cause relationship was unknown and it seemed that ablation system did not related to this issue. Pacemaker implantation is planned. The patient outcome of the adverse event was unchanged. The degree of av block is iii. The generator used in the case was smartablate. Additional information was received on the event. The patient outcome of the adverse event was unchanged. The degree of av block is iii. The patient required extended hospitalization because of the adverse event due to pacemaker implantation.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30707012l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).